Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent implantation of a femoral artery pressure monitoring on an unspecified date. The customer reports that the device either sheared off or broke at the hub. The handling conditions and circumstances surrounding the event are not known. An ultrasound of the right femoral groin confirmed the presence of a foreign object (catheter) within the artery. A portion of the device remains within the patient. The patient will undergo an additional surgical procedure to retrieve the retained foreign body. Follow-up information was requested to determine if the retained section of the device was surgically explanted. No additional information was received as of the date of this report.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, and quality control of the device was conducted during the investigation. No complaint device has been returned for investigation. No photos have been provided. A review of the device history record found no other non-conformances associated with the complaint device lot number (ns5222556). A review of the manufacturer's complaint database found no other complaint associated with the complaint device lot number (ns5222556). Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The root cause of this event is undeterminable. Per the quality engineering risk assessment no further action is required.